Event description:
Date of the event is being updated to "unknown".

Manufacturer narrative:
Event date has been changed to "unknown" in b tab. Investigation results: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd nexiva 20 ga x 1 in single port leaked at the connector. The following information was provided by the initial reporter: IV needle was leaking blood near the connection. Item has been sequestered, awaiting return. Response to query: yes, I still have the needle. No adverse events. It was leaking at the single port connector on the extension tubing.